Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody and the peeled pebax was noted at the proximal end of the balloon. No other specific anomalies were noted. On the functional evaluation, the balloon was inflated using an in-house presto inflation device and it was noted that the water was exiting from the distal end of the balloon. Under microscopic observation, the longitudinal rupture was noted at the distal end of the balloon. Therefore the investigation for the reported balloon rupture was confirmed as the longitudinal rupture was noted under the microscopic observation at the distal end of the balloon. The investigation for the identified peeled pebax was confirmed as the peeled pebax was noted at the proximal end of the balloon on the device returned for evaluation. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture and the identified peeled pebax could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified. (Expiry date: 11/2021).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion, the pta balloon was allegedly ruptured under nominal pressure. There was no reported patient injury.